Event description:
Reporter indicated that patient had passed away. No autopsy performed. No coroner's report available. Patient was on dialysis awaiting kidney transplant. Death was reported not be related to the ncp system or to epilepsy. Death was due to kidney failure. Patient had absence epilepsy and was seizure free with the vns.